Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No nonconformities were found during review of the manufacturing records. The manufacturer confirms they have received similar error messages about leaks at the affected connection. A defect at the inner conus of the luer lock adapter (which is connected to the port of the oxygenator) was identified as the cause. A photo was provided showing a leak at the luer lock connection to the venting port. It was found that the venous connector could not fit properly to the oxygenator. The reported error pattern is known. As the damaged component is a purchased part, the supplier has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.

Event description:
It was reported that during the priming of an xlung kit 230, there were no problems. However, some minutes after extracorporeal membrane oxygenation (ECMO) therapy was initiated, blood leakage was observed coming from the venous port of the oxygenator. There were no alarms from the console. The xlung kit was inspected for damage prior to use, and no damage was found. All connections were checked and found to be secure. After the blood leak occurred, it was allegedly found that the venous connector would not fit properly to the oxygenator. To resolve the reported issue, the entire xlung kit 230 was replaced with a new one and the patient was able to continue and complete treatment. Blood loss from the leak was estimated to be 1 ml. However, additional blood loss due to replacement of the xlung kit was closer to 670 ml, which is the filling volume of the kit. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for evaluation; however, a photo was provided for review.